Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn uso seal, and a peeled dso seal. There was no evidence in the event history log. Functional testing was unable to verify and duplicate the reported problem. The most probable cause is user error. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion (uso) error ¿all the time on the screen¿. It is unknown if there was patient involvement, no adverse patient effects were reported.